Event description:
The customer reported that when discharging a patient, the central monitor would "freeze" and then restart. The device was in use monitoring multiple patients. No adverse event involving patient or user was reported.